Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. In addition, physio observed that the device would no longer power on. Physio determined that the cause of the reported issue was that device had an excessive amount of power cycles and over 18 hours of lifetime use which had depleted the internal hybrid layer capacitor (hlc) batteries and charge-pak assembly. No other discrepancies were observed. Physio noted that the excessive amount of lifetime use and power cycles is consistent with the device being stored in a way that an object may have pressed the on/off button turning the device on. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.